Event description:
It was reported the patient was to undergo a pocket revision to move the spinal cord stimulator (scs) higher on the patient¿s body, from placement in buttocks to flank of back. The revision was scheduled for (B)(6) 2015. There was no diagnostic testing or troubleshooting performed. There was no alleged product issue. There were no patient symptoms or complications associated with this event. The patient status at the time of this report was alive with no injuries. The patient was receiving effective therapy at the time of this report. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).